Manufacturer narrative:
Information contained in this report was previously submitted through psr on 10/23/2014 and 01/21/2016. A review of the device history record has been completed. No deviations or non-conformances noted. The event of inflammation/irritation is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation was due to anxiety-product/procedure. Device evaluation:visual analysis of the returned device identified opening, underweight, yellow particles, crease fold, wear abrasion. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge opening on radius side due to surgical damage. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported experiencing ¿hardening of the breast" and ¿unusual pain, tingling, anxiety, swelling, numbness, or burning of the breast." Side was not specified. Additionally healthcare provider reported removal due to patient product concern and right side rupture. This record is for the right side. Device has been explanted.